Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the lower liquid crystal display (lcd) was defective. It was also noted that the lcd was scratched. The ventricular patient connector was broken / cracked. The lower case was damaged in two places. The cover, hanger, bail covers and bail attachments were missing. As the epg was at end of service life and no spare parts available in stock, the epg was scrapped and was replaced with the next generation epg. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.